Event description:
The dialysis machine alarmed indicating an overheated dialysate error. Alarm would not clear; treatment terminated. The biomedical testing concluded that the dialysate fluid was too hot and caused the machine to alarm. The alarm that would not clear may have been due to the warm room temperature combined with the effect of a nearby heating lamp.